Event description:
A discordant, falsely low calcium result was obtained on a dimension xpand plus without hm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and resulted higher. A corrected report with the repeat result was issued to the physician(s). The operator called the siemens customer care center (ccc), but declined troubleshooting or service. During follow-up the next day, the customer stated that a discordant, falsely elevated potassium result had been obtained on the same instrument that day. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument and resulted lower. One of the repeat results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium and potassium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) after obtaining a discordant calcium result. The customer declined troubleshooting and service. The ccc specialist informed the customer that use of the instrument was not recommended. During follow-up the next day, the customer stated that they had obtained a discordant potassium result on the instrument. An operator performed maintenance on the instrument, changed the pump tubing, and cleaned the integrated multisensor technology (imt) system. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced sample and reagent pump panels, the sample arm mixer, and photometer cables and belt. The cse ran a system check, which passed. The cause of the discordant calcium and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.